Event description:
It was reported that during a mid circumflex procedure, the lesion was dilated with a trek balloon. The xience v 2.75 x 28 mm stent was advanced and a kink was noted where the device had been looped or wrapped for holding. The device was removed from the patient anatomy. The physician attempted to remove the kink, so it could be used again, and in the process; the shaft broke in two pieces. Another xience v stent was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after damage. Evaluation summary: the device was returned for evaluation. The reported kinked and separated shaft were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: at any time during use of the xience v, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product deficiency.